Manufacturer narrative:
The device evaluation was completed on 3/24/2021. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. During the procedure, after inserting the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, there was back blood (few drops) from the hemostatic valve. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised. No intervention was required to stop the bleed the sheath was replaced, and the issue resolved. Procedure was successfully completed. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The device was connected to the cool flow pump in order to find leakage from hemostatic valve and it was found within specifications. No leakage malfunction was observed. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. A device history record evaluation was performed and no internal action was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03/18/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. During the procedure, after inserting the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, there was back blood (few drops) from the hemostatic valve. No air entered the patient¿s body. The sheath was replaced, and the issue resolved. Procedure was successfully completed. Patient¿s hemodynamics was not compromised. No intervention was required to stop the bleed. Therefore, this event was not assessed as a patient event but as a MDR reportable hemostatic valve separation product malfunction since it is most likely that the backflow bleed occurred due to a malfunctioning or dislodged hemostatic valve.